Event description:
The customer initially reported to olympus that the tracheal intubation fiberscope had broken fibers. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the image guide tube's coating was peeling.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the image guide bundle had significant breakages. In addition to the coating peeling on the tube (1 mm squared or more) the evaluation findings are as follows: the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, due to wear of the angle wire, bending angle in the "up" direction did not meet the standard value, and the connecting tube had a dent and buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.